Event description:
It was reported that the patient was shocked due to noise, and that lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 419378 implantable pacing lead, (B)(6) 2003; 5076-52 implantable pacing lead, (B)(6) 2003. (B)(4)